Event description:
Related manufacturer reference number: (B)(4). It was reported, that the right atrial lead exhibited high capture thresholds. And the left ventricular lead failed to capture and was dislodged. Both leads were explanted and replaced. The patient was in stable condition.